Event description:
Diabetes ketoacidosis [diabetic ketoacidosis]. A nurse reported that a pt who was introduced to a novopen 1.5, developed diabetic ketoacidosis in 2002 and was hospitalized. The patient had been using a humalog insulin cartridge in the novopen 1.5 in question. This insulin cartridge is not compatible with the device. The reporting nurse thinks they had not been getting their correct insulin dose. They will be switched to novorapid. They have recovered.